Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited premature battery depletion. No intervention was performed. The patient would continue to be monitored.

Event description:
New information reported stated that the pulse generator was explanted and replaced due to premature battery depletion on (B)(6) 2017. No patient symptoms or additional information was reported.

Event description:
New information reported that during the explant procedure when the physician used the plasma blade, the device exhibited a loss of output. No additional information was reported.